Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and motor position encoder error. The patient's blood glucose at the time of incident was 134 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared flushed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to the motor encoder signal out of phase. Unable to perform functional testing, including displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.